Event description:
A zoll pt service representative (psr) contacted zoll customer support while with a (B)(6)female pt to report that her monitor was displaying service code 204. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problems (belt alarms and code 204) have been confirmed. Upon receipt an electrode belt was unable to securely lock into the monitor's connector. The inability of the electrode belt to lock into the monitor connector caused communication faults which led to the service codes. The root cause for the defective connector cannot be positively determined but is likely physical abuse. No adverse event resulted from the defective connector. The pt was issued a replacement monitor.